Event description:
Unomedical reference number (B)(6) event occurred in the united states. It was reported the patient faced a kinked cannula from on 24-apr-2024. Moreover, the issue occurred with six similar types of infusion set used for six hours at the longest and site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1879907 - device 1 of 6.